Event description:
Further follow up with the surgeon confirmed that the infection presented about 6 months after the implant procedure. The surgeon assessed that the infection was most likely caused by poor wound healing due to patient manipulation of the site. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's vns device was explanted due to an infection around the generator site. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.